Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission 29-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2018 with the following findings: during investigation, there were loss of primes observed in the black box. The force readings did not reach zero. The rewind, load and prime steps were performed successfully with no alarm. The force sensor calibration test confirmed the force sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of prime. The pump was opened and there was no damage found to the force sensor circuits.